Event description:
See initial report.

Manufacturer narrative:
H10: h10: neither information about the type of bacterium nor laboratory report and further details on cleaning activities on the device have been provided yet. Taking into account the investigation results of a previous similar event that occurred at this facility in 2021, involving a different serial number, it can be assumed that cleaning and disinfection protocol adopted in 2021 applies also in this case. Livanova learned that the device was cleaned regularly as per device instructions for use and the water quality monitoring was applied and the h2o2 checked every day. A disposable pall-aquasafe water filter with an 0.2 m membrane for tap water or equivalent performance filter was used and when the device was not used, it was stored full of water. In this case, h2o2 was checked daily. The hospital did not use patient re-usable blankets. Prior to initial operation and prior to storing the unit, the surfaces and water circuits were disinfected and also device surfaces after every operation. 3t aerosol collection set was replaced after the allowed use period. The device was placed outside the operation room during use. Despite no evident or systematic deviation from device instructions for use could be identified in this specific case, however, the source of contamination is most likely related to location where device is used/stored.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated. No information about the type of bacterium of the contamination has been provided at this time. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in poitiers, france. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.